Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information was received from the product manager after a discussion he had about this case. Note this event occurred during a trial of the product (not a clinical trial). Two pvs firings across the pa/pv were completed with very secure staple lines and hemostasis. There was an additional branched vessel that he decided to take in order to gain better access to the bronchus. The stapler was perpendicular to the vessel when the end effectors closed and there was limited visibility to do blood/seroma and into black space. There were devoid staples from the pa/pv firings as well as potential clips from smaller ligated vessels in that pooled fluid and space. In addition, dr. (B)(6) is a competitive user and is use to the fixed anvil of tri-staple curved tip. He closed the stapler with this habit in mind and may have put too much tension on the vessel that I discussed with him during the case and pointed out it is as simple as relaxing the working hand and moving it slightly forward. He had also recognized this and commented that he would never fire on a tented vessel. After firing the device and removing the stapler, the vessel started to bleed excessively. They could not contain the bleeding and had to open. Once bleeding was stabilized and specimen removed, I was able to take a picture and inspect the staple line and discuss with him what we believe happened. It was in fact the staple line and there were a number of malformed staples, which lead me to believe the staple line was compromised by migratory staples or clip. We had the discussion with him and had dialogue around why this situation can occur and how it can be prevented. He seemed happy with the conversation and committed to continue to trial¿just not the immediate case afterwards. Given the situation and the conversation we had afterwards, I am far more confident he will continue to trial and experience good outcomes like he had on the first 2 firings on the pa/pv additional information requested and received: is the device available to return? Yes, one stapler and 3 reloads. The stapler was fired perfectly fine with no issues twice, and the malformed staples were found after the third firing. The nurses were unable to determine which spent reload was the third firing, so all three will be returned. What vessel was being worked on when this occurred? - unknown, will follow up. Please quantify the amount of blood loss. Unknown, will follow up. Did the patient require a transfusion? If yes, how much was transfused? No. Non-identifying patient information- age, sex, weight, height, pre-existing conditions female, all others unknown. What was the condition of the patient following the procedure - stable, discharged, critical - please explain. Stable, bleeding was contained very quickly. Were any issues noted with stapler performance in initial procedure? No. When firing device, did the motor sound normal? Yes. What vessel was being fired on? Unknown. Were any clips used during surgical procedure prior to conversion to open? Was there crossing of staple lines? Yes, clips had been used. Unknown if there was crossing of staple lines due to poor visualization of the area at the time of the firing. Please explain the surgical staffs cleaning technique. Normal ¿swish and wipe¿ technique used with all ethicon staplers. When was the accounts conversion to gst platform? Account is not using gst, this occurred with pvs. This was the first case in the pvs evaluation at this hospital. Please describe the shape of the malformed staples. Picture of malformed stapled is attached. Will the reload be returned with the device? Yes. There are 3 reloads being returned, as the nurses were unable to determine which of the spent reloads was the one that had misfired. What is the current patient status? The patient is stable.

Event description:
It was reported that during a vats lobectomy procedure, the device was fired across an unknown vessel and then proceeded to bleed. The device worked fine for two firings and then malformed staples were found after the third firing. The case had to be converted to an open procedure. Upon inspection of the staple line, malformed staples were present. Bleeding was contained with clips once the patient was opened. The bleeding was quickly contained and the patient did not require a blood transfusion. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2016. Added additional information the analysis found that one pve35a device was returned in good visual condition and with three cartridges reloads present. The reloads were received fully fired. A picture provided was review during analysis; the picture shows a clip and a partially formed staple, right above the clip. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.